Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The rite volumetric specification is 774.00 - 821.00ml and the rite volumetric test results were fill 1 was 49.4ml and drain 1 was 49.1ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device failed rite functional testing due to fill 1 and drain 1, but the device passed homechoice rite electrical safety analyzer testing. The assignable cause for the rite failure due to fill 1 and drain 1 was undetermined.